Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass. According to the reporter: the device misfired. The device has poor staple formation. There was unanticipated tissue loss due to this problem. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. A new stapler and reloads was used to correct the problem.